Event description:
It was reported to philips that the system had some intermittent power issues which can impact a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system had power issues. As per the philips field service engineer (fse), there were no issues in this case. This case was created to document the labor while installing an rx device to the system and the rx monitor results showed no issue with philips system. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported system malfunction in this case, and this case was created as a service activity to process the installation of an rx device to the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.